Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms a week before the report. The clarified it wasn¿t a real bowel movement however it was smearing so they were wearing pads. The patient stated they had been still taking their two medications and no changes to what they had been eating. The patient increased the setting too high so they decreased it. The patient was redirected to their healthcare provider if the issue did not resolve. It was confirmed that the programmer was showing that stimulation was on. It was unknown if stimulation was in the correct location. The patient stated they would change programs but it was too early to determine results from the change they had just made. The patient stated the day before the report was okay and the day of the report had been better symptom-wise. The patient mentioned they had received the okay from their healthcare provider to resume sexual activity and just recently had sex and was wondering if that could have contributed to the return of symptoms. The patient was directed to monit or symptoms to determine if there was a pattern. It was also reported that the symptoms were sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the return of symptoms seem to have resolved. No further information reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the return of symptoms was still a work in progress, but it seems to be improving. The steps taken to resolve these issues were on (B)(6) the patient met with the implanting physician and on (B)(6) the patient spoke with the manufacturer's representative (rep). No further complications were reported or anticipated.